Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: what were the indications for surgery? : no further information is available. What surgical procedure was performed? : a laparoscopic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? : no further information is available. What healthcare professional fired the device and what is his/her experience with the device? : no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? : no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? : no further information is available. Was the device difficult to close? : no further information is available. Was the device difficult to fire? : no further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? : no further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? : no further information is available. Was a complete transection of the white breakaway washer visually confirmed? : no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? : the deployed stales were not formed properly. Was the staple line visualized endoscopically during the initial surgical procedure? : no further information is available. How was the leak identified? : air leak was observed from the anastomosed site at a leak test. What was observed at the site of the leak upon reoperation? : no further information is available. Is the stoma temporary or permanent? : temporary. What is the current status of the patient? :no further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Is the stoma temporary or permanent? What is the current status of the patient?.

Event description:
It was reported that during a laparoscopic low anterior resection, air leak was observed from the anastomosed site at a leak test. The device was fully closed at the firing. The deployed stales were not formed properly. No extra tension was applied on the anastomosed site. The target tissue was not very thick. Additional hand suture was performed, and colostomy was performed to complete the case. The lot number of the cdh29a is t41341 or 129a79. It was unknown which lot number is the complaint device¿s one. The patient was already discharged from the hospital. Colostomy closure is scheduled in three months. No further information is available.